Event description:
Thermoguard machine was alarming air. Circuit was primed and I saw 500 saline bag hooked up to thermoguard with approx. 20 ml fluid left so I got a new 500 cc bag ns and primed tubing. Went to lunch, came back and noticed unusually large amount of urine output in foley bag. Looked at thermoguard ns bag with approx. 100 ml or so left. Concerned that circuit may be leaking into pt.